Event description:
Event occurred in egypt. To date no additional patient or event details have been received.

Manufacturer narrative:
Correction:the initial MDR with manufacturing report number (8021545-2025-01492), was submitted on 11-jun-2025 of submission. However, according to the additional information received the country of occurrence has been updated under b5. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes clinical history â " non-product event it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6008375 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to infusion set bent cannula and hyperglycemia event. Infusion set was used for one day. Blood glucose level was 470 mg/dl at the time of the event. Patient got treated with insulin pump. Patient was found positive for high ketones level. Ketones level was 3 mg/dl at the time of the event. No further information available.